Event description:
Pt developed an infection. The reported central line infection was detected at 10 days post insertion.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.